Event description:
At the end of a leucovor, IV infusion the pt's wife noticed a couple of drops of the solution leaking outside of the closed male adaptor connection. Rn immediately terminated the infusion and properly disposed of the hazardous chemo-therapy waste. Over the next several weeks both om cg pharmacy and nursing noticed numerous additional defective sets during the compounding, checking and back priming process. These products did not reach the pt and were saved for analysis. Six (6) defective product samples were given to the co rep in 2008 omc pharmacy and 35 of personell were notified as well as omc material maf. An internal srm report was filed and we have suspended the use of this lot number on a permanent basis.